Event description:
During the robotic extra fascial radical type I hysterectomy with bilateral salpingo-oophorectomy with lymphatic mapping and lymph node biopsy/sampling, noted that the internal valve came out of the assist port trocar and was inside the abdomen of the patient. The valve removed, inspected, and determined to be intact. FDA safety report ID# (B)(4).